Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, and infection, underneath sensor pod area only. The patient contacted a healthcare provider (hcp) and was prescribed an oral medication, rupatadine 10mg once a day as needed, and a betamethasone cream 0.05 percent twice a day as needed. The patient stated they would also do an allergy test, but no appointment was made for this yet. At the time of the report the patient was not wearing a cgm, and a bandage was put for healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.